Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in needle through catheter. It was reported by customer that she noticed that she lost her blood return and when to advance needle further and felt a pop. When rn removed needle and catheter and catheter she noticed that the IV needle went through the catheter. Verbatim: rcc received a complaint via email. Email(s) attached. Rrn in the ed was stating an IV, she followed proper steps while starting the IV. She noticed that she lost her blood return and when to advance needle further and felt a pop. When rn removed needle and catheter she noticed that the IV needle went through the catheter.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 physical samples and 4 photos submitted for evaluation. The reported issue of needle through catheter was not confirmed upon inspection of the samples. Analysis of the sample showed that the needle is through the catheter. Bd could not determine a manufacturing related root cause since the product undergoes 100% inspection and this kind of defect is rejected. Bd determined the most likely root cause is due to improper handling during use, after opening the package and/or placing the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.